Event description:
It was reported that this device was depleting prematurely. It was noted that the remaining battery in (B)(6) 2020 was 65% and currently the device had triggered elective replacement indicator (eri). A review of the case by technical services (ts) noted that the battery consumption f this device had increase abnormally and the device should be explanted and returned for analysis. Subsequently, the device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was depleting prematurely. It was noted that the remaining battery in (B)(6) 2020 was 65% and currently the device had triggered elective replacement indicator (eri). A review of the case by technical services (ts) noted that the battery consumption f this device had increase abnormally and the device should be explanted and returned for analysis. Subsequently, the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device was not included in the emblem s-ICD premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that this device was depleting prematurely. It was noted that the remaining battery in (B)(6) 2020 was 65% and currently the device had triggered elective replacement indicator (eri). A review of the case by technical services (ts) noted that the battery consumption f this device had increase abnormally and the device should be explanted and returned for analysis. Subsequently, the device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this device was depleting prematurely. It was noted that the remaining battery in (B)(6) 2020 was 65% and currently the device had triggered elective replacement indicator (eri). A review of the case by technical services (ts) noted that the battery consumption of this device had increase abnormally and the device should be explanted and returned for analysis. Subsequently, the device was explanted and will be returned. No additional adverse patient effects were reported.